Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "breast implant sitting low" and "rupture". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold. The weight of the device was within specification. Cloudy gel and bubbles were observed after the after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process, and no opening or issues related to rupture device were observed.

Event description:
Healthcare professional reported left side "breast implant sitting low" and "rupture". The device has been explanted.